Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 is being filed under a separate medwatch number.

Event description:
It was reported that this was a closure of an unknown vessel using the pre-close technique prior to an interventional micra implantation procedure. Reportedly, a suture break occurred with two proglide devices. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information was received. It was reported that this was a closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional micra implantation procedure. Reportedly, after removing the device from the access site, a suture break occurred, and the suture came out with two proglide devices. Manual compression and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.